Manufacturer narrative:
(B)(4). Batch # r94u7d. Investigation summary: the analysis results found that a har36 device was returned with no apparent damaged. Further analysis showed that the tissue pad was missing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that when the scrub nurse opened a new package of harmonic ace+ 36cm (har36), it did not have white blade pad attached. No other details provided. No patient consequence.